Event description:
It was reported to nova biomedical that a consumer received a blood glucose readings of 131 mg/dl and a reading of 60 mg/dl on another brand of meter. The difference in these values is considered clinically significant. No decision to treat was made on the alleged faulty meter. The meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.